Event description:
Customer alleged blood glucose results of 147 mg/dl, 279 mg/dl, 142 mg/dl, 129 mg/dl, and 158 mg/dl when testing was performed back-to-back on the aviva system. Customer reported having no symptoms. Customer did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. Suspect device is unavailable for return; replacement product was sent.